Event description:
It was reported that the pt was hospitalized due to withdrawal symptoms. The symptoms were sweating, extreme pain and a feeling of pins and needles. The hcp interrogated the device and it was "normal". The outcome was that the patient was "feeling fine now". The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
It was also reported that the patient was receiving morphine through the pump. The patient reported two episodes of withdrawal that lasted "a couple days", and symptoms included "jerking movements". It was also reported that the hospital had a hard time controlling the patient's pain, and the pump was refilled the day the patient was discharged from the hospital. There was no medication change, and the patient denied being exposed to any magnet source.

Manufacturer narrative:
(B)(4).